Event description:
It was reported that the tdxsp-mcg power chair will go into free wheel mode after going over a bump due to the fact the left motor brake is a little bouncy. They will engage and go into free wheel. Dealer stated the end user was stranded a block from home for an hour before assistance arrived.